Event description:
Report received from hcp indicated "patient who is highly sensitive to lioresal was refilled yesterday patient called today complaining of being incredibly weak." Daily dose was decreased by 50% as well as the concentration. Hcp thought that just pulling the drug from the catheter was all that was required to remove drug from system. Catheter volume used was .16 based on 29.75 inches of implanted catheter. After they pulled drug from the catheter they refilled with the 250mcg/ml concentration and did a priming bolus to refill the catheter using .42 (cath + inner pump tubing). (.42) (250mcg) = 105mcg bolus over approx 19 minutes. Pt was bolused with the 26mls of 500mcg/ml concentration that was in the inner pump tubing so they actually got 130mcg in 19 minutes. After the bolus pt began getting their simple continuous rate of 12.5mcg per day. Follow up with hcp revealed patient received too much baclofen, was hospitalized 6 days for weakness and need for rehab. Patient also needed to find a skilled nursing facility for their care.